Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, shock impedance measurements of greater than 120 ohms, and inappropriate shocks to the patient. The noise was reproducible. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.